Event description:
It was reported that during the procedure in the heavily calcified mid left anterior descending artery a multi-link 8 stent was deployed. Reportedly, some resistance was felt during advancement of the 3.5x8 voyager nc dilatation catheter due to excessive calcification of the vessel; however, advancement was successful. While performing post-dilatation, after the balloon was completely deflated, the patient developed cardiac arrest. An attempt was made to remove the dilatation catheter, and resistance was felt; force was applied and the shaft separated in the vessel. The separated shaft was not retrieved. No medication was administered, however, cardio-pulmonary resuscitation was performed; the patient subsequently expired, ultimately of cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the voyager nc catheter noted contrast visible on the outer member and on the hypotube consistent with handling. The outer member was separated 110.5 cm distal to the strain relief tubing, confirming the separation. The separated portion including the balloon was not returned. The material at the separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The hypotube was not separated and was still intact. There were multiple bends throughout the entire length of the hypotube. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was heavily calcified, which may have contributed to the resistance. Difficulty removing the balloon after inflation may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the catheters are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. The voyager nc was being used to post dilate a stent in a heavily calcified lesion which may have contributed to the reported resistance. It is possible the balloon interacted with the stent implant, contributing to the resistance and as force was applied in the attempts to remove the catheter, this would contribute to the shaft separating and noted bends as there was no damage noted to the balloon catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. The separated shaft was not retrieved from the patient anatomy. It should be noted the voyager nc instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. It was reported that after the balloon was deflated, the patient developed cardiac arrest. Cardio-pulmonary resuscitation was performed; however, the patient subsequently expired ultimately of cardiac arrest. Death is a known adverse event as listed in the voyager nc IFU. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Stent: multi-link 8. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.